Event description:
Injector malfunction error 1538 while administering contrast. Pt received 25 ml resulting in suboptimal scan for pe. CT dept contacted radiologist who suggested repeating scan and contrast bolus. CT dept also contacted service dept for ulrich injector. They instructed to reboot scanner and proceed. No further action needed.